Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. In addition, customer reported the charging cable was difficult to insert in usb resulting in an inability to charge the device. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support to resolve the issue.